Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-06246. Reference MFR report #: 1627487-2012-06248. The pt has two leads from the same lot). It was reported the pt has ben experiencing discomfort and pocket heating while recharging the ipg. It was also reported the pt is not receiving adequate pain relief. Reprogramming was unsuccessful. The pt plans to meet with his physician. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.